Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having an old backup insulin pump that had scratches. Customer reported of going out of town and wanted to use old pump as a backup. During call customer mentioned that display screen was scratch on old insulin pump and display screen was difficult to see. Customer was also assisted in programming old pump in case of emergency. Customer was advised that insulin pump would normally need to be replace due to damage but insulin pump would not be replaced due to already having an upgraded insulin pump. Customer was transferred due to question regarding finding strips while on vacation. Customer's blood glucose was unknown.